Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 390 units of insulin during the load sequence. Reportedly, the customer was overfilling the cartridge. Tandem technical support informed the customer that the cartridge can hold up to a maximum of 300 units of insulin. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.